Event description:
It was reported that during a stenting procedure performed for treatment of an obstructed colon, deployment difficulties were encountered. The obstruction was located in an unspecified, tortuous portion of the colon. The wallflex enteral colonic 30/25 x 9 stent delivery system (sds) was advanced to the lesion, however, upon deploying, the stent failed to open. It was not known how the procedure was completed. The patient's status is unknown.